Manufacturer narrative:
Additional information: g3, h3, h6, h11. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Event description:
On 2/4/2025, it was reported by a sales representative via email that the tip eyelet on three ar-2323psp self-punching peek swivelock were not properly set on the drivers, and they broke during insertion. It seemed like there was slack in the sliding suture causing the eyelid to flip sideways when punching in. This was discovered during a procedure on (B)(6)2025. Additional information requested on 2/7/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.